Event description:
The customer reported the image is not auto adjusting. No pt injuries were reported.

Manufacturer narrative:
The ge service rep adjusted collimator and the camera shifts to align the camera with the central beam. Tested system ops and all functions normal.